Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer reported a blood glucose value of 50 mg/dl. The customer reported hypoglycemia treated with emergency medical services (ems)/ambulance/emergency room (ER) visit and IV insulin drip (intravenous insulin infusion). The event involved products unomedical, mmt-1884, and mmt-332a. The troubleshooting was performed and it was unknown if the customer had used the insulin pump system within 48 hours of the reported event. It was unknown whether the customer was using the smartguard auto mode of the insulin pump. No further patient complications were reported. It was unknown whether the customer would continue using the device. No product return is required for unomedical. No product return is required for mmt-1884. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Information has been corrected which was not correct in the initial report. The information has been provided in section b5 and h6 (health effect - clinical code & health effect - impact code) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported changing reservoir on (B)(6) 2024. However, she thinks she skipped steps in the rewinding process and accidentally pushed reservoir contents into her body. She had a low blood glucose several hours after the site change and required candy bars from a store worker due to her blood glucose value was in the low 50s mg/dl. Customer got her blood glucose above 100mg/dl and drove home but her blood glucose dropped again once she got home. She treated and the glucose recovered but then it dropped again and she called her son to take her to the emergency room. They gave her dextrose intravenously (not insulin drip). Troubleshooting was not done. Helpline could not reach the customer. Pump was used within 48 hours of the low. Per carelink, smartguard was not used. Pump is not returning for analysis.